Manufacturer narrative:
Patient age or date of birth - not provided. Explant date: if explanted, give date - not applicable (na). Lens remains implanted in the eye. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported to the amo sales representative that since the implant of the intraocular lens (iol) into right eye, patient has been experiencing visual disturbance with blurred vision and rings around lights (halos). It was noted that patient is very unhappy with his uncorrected visual acuity (20/50-2 for non-operated eye). Patient expressed that his near vision was too close, and also that he noticed visual problems while driving at night (glare). Patient also expressed that distance vision was fine without glasses, however, patient is still very dependent on reading glasses for near vision. Amber glasses were not useful to patient. Additionally, it was reported that lens remains implanted. No incision enlargement or vitrectomy events had occurred for this patient. No patient complications were reported. No further information has been received.